Event description:
A report was recevied that the patient underwent an explant procedure due to infection. The physician explanted the ipg and extensions. The patient was put on oral antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-55 serial # (B)(4) description: lead extension, 55cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and lead extensions found them to be satisfactory.

Event description:
A report was recevied that the patient underwent an explant procedure due to infection. The physician explanted the ipg and extensions. The patient was put on oral antibiotics and is reportedly doing well.